Event description:
A malfunction was reported on a pump. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information to reset the pump and assisted the customer with the process. The malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappears.